Event description:
The pt has been implanted with two percutaneous trial leads (from the same lot) on (B)(6)2012. Following the implant has been reported experiencing bowel incontinence. The physician believes this could be due to the antibiotics the pt is taking. The pt reported effective stimulation when is use but has the system turned off until symptoms resolve. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.